Manufacturer narrative:
This is one of three reports being submitted for this case. Please reference manufacturer report no. 2015691-2023-18410 and manufacturer report no. 2015691-2023-18412. The investigation is ongoing. H3 other text : the device was not returned for evaluation.

Event description:
As reported by a field clinical specialist (fcs), approximately 4 years post tavr procedure with a 26mm sapien 3 valve the valve failed due to stenosis, regurgitation and pvl. As a result a new 26mm sapien 3 ultra resilia valve was implanted in a viv procedure. During the valve in valve procedure while deploying the s3ur 26, at 95% deployed the 26mm commander delivery system balloon ruptured from mac. We successfully retrieved the balloon and fragments of the balloon from the 14f esheath plus. We successfully post dilated with 26 true. Invasive gradient of 1, echo gradient of 2. Per the fcs, the initial reporter did not allege the edwards devices were deficient in any way. The balloon was fully inflated when it burst. The patient had moderate leaflet and lvot calcium. There was no additional volume added to the balloon prior to inflation. All pieces of the balloon were accounted for and no other edwards devices were damaged. Per engineering review of a photo provided, the 14f esheath plus liner was torn and fully delaminated.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per imagery provided, the sheath was circumferentially delaminated. Patient imagery showed calcification and tortuosity present in the access vessel and abdominal aorta where delivery system retrieval would occur through the sheath tip. In this case the sheath liner delamination was confirmed. Investigation results suggest patient factors (tortuosity, calcification) and/or procedural factors (withdrawal of burst balloon) may have caused or contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.